Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit experienced failure to vibrate whilst testing. Unit was downloaded successfully using (thump software) for reference. Unit failed the self test and pump error 63 occurred numerous times. Unit passed the displacement test. During download history review, pump error 63 was recorded on 06/30/2025 20:46:25.000 with file ID: 2005 as well as line #ID: 9926. Per the software engineer log pump error 63 was generated due to the rf chip error. The pump was cut open to perform a visual inspection, and no evidence of moisture damage was found on the electronic assembly, however unit was isolated to the electronic stack due to hardware error. Additionally, a broken wire on the vibrator harness board was found. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, battery cap contact missing, broken battery cap, serial number label missing, and cracked keypad overlay. Pump error 63 alarm was confirmed in the download history files due to a chip error, isolated to the electronic assembly. Customer concerns of audio/vibration anomaly were confirmed whilst testing the unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump stopped beeping and making sounds. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1712k was requested, and the customer's response was that the device would be returned.